Manufacturer narrative:
Device evaluated by MFR: a promus element mr ous 3.50 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found proximal stent damage. Stent strut row 1 on the proximal end of the stent is lifted and deformed. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) of the undamaged portion of the stent was measured and the result is within the maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube found multiple kinks. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 3.50x28mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 3.50x28mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.